Event description:
The customer reported that during a hemicolectomy, when mobilizing the colon, the device would not open while on tissue. The device was pulled off of the tissue resulting in some bleeding. A second device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample showed tissue in-between the jaws. The knife was not protruding from the jaws but the jaws had to be pried open. The knife would not extend or retract when the trigger was activated. The knife webbing was not bent but the knife edge was damaged, indicative of contact with a metal object, and a staple was found in the knife track. Covidien lp (formerly valleylab) provides an online bulletin informing customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information in the IFU stating that if the jaws are not cleaned as instructed, eschar can build up causing the jaws to stick to the sealed tissue, leading to difficulty in opening and closing the device. Turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the IFU stating "do not turn the rotation wheel when the handle is latched. The jaws may lock in the closed position." The IFU for this product also warns not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.